Event description:
It was reported via a legal, that a male patient, who had their right knee implanted with an exactech knee system, and had used the exactech knee system ¿in a normal and reasonably foreseeable manner¿, in ensuing time, began to suffer from symptoms including pain and lack of mobility. As a result of these symptoms, they underwent revision surgery approximately 12 years 3 months post the initial procedure. ¿the clinical findings and diagnoses as a result of the revision surgery are consistent with the defects of the exactech knee system.¿ no additional information is available. This is 1 of 2 reports for this event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly